Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had gone through the weekend being unable to charge their neurostimulator (ins). Caller stated the patient lived in assisted living and had aides assist patient in charging ins who were familiar with helping the patient, however, they were unable to charge the patient's device. Caller was not sure which screen was experienced when trying to recharge. Caller stated the information regarding recharging difficulty was relayed to her from the patient and patient was unable to be more clear regarding specific issue, as he could not see the screens when the nurses charged patient's ins, as the recharger (insr) was behind the patient as they were attempting to charge the ins. Caller stated the insr remains plugged in all the time. Caller stated patient was scared because he was not sure if the stimulator was off or not. Patient services (pss) reviewed that ins status could be confirmed using the patient programmer. Troubleshooting could not occur due to lack of access to product. Caller was not with the patient or the aides who helped the patient. Caller stated they would call patient to see what patient would like to do. Additional information was received. It was reported the patient was able to connect the pp to the ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the cause of the inability to charge the ins was unknown. A manufacturer representative (rep) was unable to resolve the patient's issue and the patient had an appointment scheduled for (B)(6) 2018. The issue was not resolved at this time.